Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the lamp was defective and was aging prematurely. There was no abnormality found in the appearance inspection of the lamp, and the application of thermal adhesive was normal. An e103 lamp error code was also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the xenon lamp would not light. The issue was found during preparation for use of an ear, nose, and throat procedure. The patient was not under anesthesia. The procedure was completed using a similar device and was not delayed for more than fifteen minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e2 and e3 fields were corrected based on information available at the time of the initial submission. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that the lamp failed. Error code e103 indicates a failure of the lamp lighting. However, a definitive root cause for the premature lamp failure could not be established. Olympus will continue to monitor field performance for this device.